Manufacturer narrative:
The rv lead is expected to be returned for analysis. Once the lead is received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with loss of ventricular capture. A chest x-ray was taken and revealed that the rv lead had perforated the heart. It was confirmed through echocardiogram that the perforation did not result in pericardial effusion. Surgical intervention was taken to remove the rv lead. A new non-boston scientific rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted a puncture hole in the lumen approximately 166 millimeters from the terminal pin. There was dried blood noted in the lumen due to the hole. The helix was noted to be stretched and bent. The helix mechanism was tested and was found to be functioning normally; however, the helix could not be fully retracted due to the damage it sustained. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The bend in the helix most likely occurred when the lead was being explanted.

Event description:
--